Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown device manufacture date: unknown investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific material and lot number associated with this complaint; therefore, a review of the device history record could not be conducted. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Technical service contacted the customer and provided troubleshooting assistance and education materials.

Event description:
It was reported that an unspecified bd tube had clotting. The following information was provided by the initial reporter: "material no. Unknown (green top), batch no. Unknown (2 of 2). It was reported that there are clots in the serum/plasma. Customer called in to get technical assistance, she is reported that they are seeing clots in the plasma of the gold top tubes and clots in the plasma of the green top tubes. There are multiple lots and this is an ongoing problem. She was going to follow up with her manager for specifics of the material number, lots, and sample availability, and erroneous results. Marianne is from siemens and is working with the customer to solve the issue. She understands the preanalytical issues. Site has nurses collecting and sending to testing lab. We discussed proper mixing of both tubes types and why it is important. Sst tubes need to clot upright for min of 30 minutes before centrifugation. Suspect nurses are not mixing properly as both tube types are exhibiting fibrin in the serum and plasma. She does not know if she can get specific tube reference/lot#'s. Emailed sst and spt tech talks and processing posters. She states that bd visited this site in the past when they switched from serum to plasma."